Event description:
The report was received from the (B)(4) department indicating a consumer reported touch contamination and the cat bit into the tubing during dialysis therapy resulting in peritonitis. During a call with baxter customer services (bcs), the patient reported he made a mistake and touch contamination occurred and the cat bit into the patient's tubing which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the events. Treatment was not reported. Reportedly, the patient has recovered. On an unreported date, the patient began dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd).

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code is unknown and a lot number was not identified. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique as stated by the patient had a mistake/touch contamination; however, the assignable cause code could not be determined, since we are unsure why the patient had a mistake/touch contamination which was the cause of the breach in aseptic technique. Baxter will continue to monitor similar reports to determine if further actions are required.